Manufacturer narrative:
The short hex driver assembly was returned and evaluated. A visual inspection found that the threaded end of the inner shaft has broken off; it was not returned with the device. The end can shear off if side loading is applied while the device is being torqued or if the device is over torqued while in use. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the threaded portion of the screw capture broke off during screw insertion. The screw was removed and case completed with no issues.